Event description:
It was reported that during a lithotomy procedure, inflation difficulties were encountered. The lesion was located in an unspecified bile duct. The extractor 15mm retrieval balloon was advanced to the duct without resistance, however, upon attempting to inflate the balloon, the balloon failed to inflate. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".